Manufacturer narrative:
Results: a photo was included. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4349265. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance tube had the cap detached from the tube and caused blood leakage. No injury or medical intervention. No mucous membrane exposure.